Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A longevity calculation was completed and confirmed this device did not last as long as expected. Additionally, a high current drain was detected. The device case was opened to facilitate analysis of the internal components. Detailed analysis confirmed the identified high current drain was a result of two leaky capacitors. Investigation determined that the premature battery depletion was caused by the presence of excess hydrogen in the device case, and the source of the hydrogen was a liner component within the device.

Event description:
It was reported that this pacemaker exhibited a decrease in estimated remaining longevity from 2.5 years to 1.5 years over a period of 3 months. A request was made to have data from this device analyzed. Data analysis showed the battery appeared to be depleting more quickly than expected. Device replacement was recommended. This device was explanted and replaced. This product has been returned for analysis. This report will be updated, upon analysis completion.

Event description:
It was reported that this pacemaker exhibited a decrease in estimated remaining longevity from 2.5 years to 1.5 years over a period of 3 months. A request was made to have data from this device analyzed. Data analysis showed the battery appeared to be depleting more quickly than expected. Device replacement was recommended. This device was explanted and replaced. This product has been returned for analysis. This report will be updated, upon analysis completion.